Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history record review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification. The customer reported failed occlusion alarms was reproduced during evaluation as both false upstream and downstream occlusion alarms. A review of the event history log identified failed occlusion test. The cause was determined to be a failing upstream and downstream sensor. The upstream and downstream sensor were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed an occlusion test. There was no patient involvement. No additional information is available.